Manufacturer narrative:
Clinical conclusion: there is a possible contributory relationship between the patient (pt) expiring and missing pd therapy on the liberty cycler. The pt had reported to technical support that he missed a couple of treatments due to the error messages received for heater bag not detected and last bag not detected, however, the pt was utilizing a (non fresenius product) bag for the last bag and it is unknown if this caused the error messages during set-up. Per the pt he did not have alternate treatment for the missed pd therapy with the liberty cycler. The cause of death is unknown and it is unknown if the pt was completing pd therapy at the time of death. It cannot be determined if the missed treatments due to continued error messages with the liberty cycler caused or contributed to the pt expiring. The liberty cycler has not been returned for evaluation, but a review of the product history did not find any non-conformances with the cycler. The pt had many comorbidities that could have caused/contributed to the death.

Event description:
Additional information was solicited and received from the patient¿s clinic stating that the cause of death is unknown and it is unknown if the patient was connected to the cycler at the time of death. The clinic confirmed that the patient did not have any peritonitis case that was being treated at the time of death, however, they are uncertain as to why the patient was utilizing the medicated (non fresenius product) bag with treatment. There was no further information provided.

Manufacturer narrative:
Clinical summary: there is a possible contributory relationship between the patient expiring and missing pd therapy on the liberty cycler. The patient had reported to technical support that he missed a couple of treatments due to the error messages received for heater bag not detected and last bag not detected, however, the patient was utilizing a non-fresenius bag for the last bag and it is unknown if this caused the error messages during set-up. Per the patient he did not have alternate treatment for the missed pd therapy with the liberty cycler. The cause of death is unknown. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018, the peritoneal dialysis registered nurse (pdrn) for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to cancel the delivery of a replacement cycler to the patient. Per the pdrn the patient had expired the previous evening (B)(6) 2018. The patient had also contacted technical support on (B)(6) 2018 with heater bag not detected while in step 3 of set-up. The patient had additionally reported that he was receiving the last bag not detected message. He was utilizing a medicated special bag (not a fresenius product). Technical support advised the patient that it is best to not use a non-fresenius bag with fresenius tubing set. The patient stated he has missed a couple of treatments due to these errors and wanted a new cycler. He did not have any alternative treatment and was advised to contact the pdrn. There was no further information provided about the patient¿s cause of death or if the patient was in treatment at the time of the event. Additional information was solicited.